Event description:
It was reported that an atrial leadless pacemaker exhibited unsatisfactory mapping measurements leading to multiple mapping attempts. The lp's helix became stretched on the third attempt while physician attempted to advance the protective sleeve and retract the catheter. Fluoroscopy confirmed helix was stretched. A replacement device was used to complete the procedure. Patient had no consequences.